Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested and received. Is photo available of patient dehiscence? No. What was the procedure date? (B)(6) 2024. Was any surgical intervention performed? Yes. Please describe how was the adhesive was applied. After subcutaneous closure, the wound was dried well and the mesh was applied, followed by dermabond. What prep was used prior to, during or after adhesive use? Drying of the area. Was a dressing placed over the incision? Yes. If so, what type of cover dressing used? Conventional dressing. Patient demographics: initials / ID, gender, age or date of birth; bmi patient pre-existing medical conditions (ie. Allergies, history of reactions) n. Product code and/or lot of product used? N. Current patient status. Recovered. What is the physician¿s opinion as to the etiology of or contributing factors to this event? Negative. Is product available to return for analysis? No. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6. Health effect - impact code additional information has been requested and received. Attempts to obtain the device have been made. ¿ what is the procedure date (dd/mm/yyyy)? (B)(6) 2024. ¿ was there any wound dehiscence reported? N ¿ what does the reaction look like and how large of an area does the reaction cover? 7 cm ¿ do you have any pictures of the reaction? N ¿ was there any medical or surgical intervention performed (re-operation; re-closure; prescription medication)? If so, please specify. Yes, had to be closed with staples ¿ can you identify the lot number of the product that was used? N ¿ if medication was required, please clarify if it was prescription strength. N ¿ what is the most current patient status? His admission was extended by a week ¿ is the involved device available to be returned for evaluation? N ¿ please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq) dr. Ferran collado (head of traumatology service) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Additional information provided: did the patient experience an adverse event such as infection, non-union, allergic reaction, osteoporosis, overloading, pain, degenerative diseases, bleeding or oozing? Yes. Did the patient require revision surgery or hardware removal? Yes. Was device explanted? False. Did patient require revision surgery? False. If no, was there any additional medical intervention required such as x-rays, additional procedures, prescriptions? Putting staples. Patient status/ outcome / consequences: was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown. Is the patient part of a clinical study: unknown. Additional information has been requested however not received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Is photo available of patient dehiscence? What was the procedure date? Was any surgical intervention performed? Please describe how was the adhesive was applied. What prep was used prior to, during or after adhesive use? Was a dressing placed over the incision? If so, what type of cover dressing used? Patient demographics: initials / ID, gender, age or date of birth; bmi patient pre-existing medical conditions (ie. Allergies, history of reactions) product code and/or lot of product used? Current patient status. What is the physician¿s opinion as to the etiology of or contributing factors to this event? Is product available to return for analysis? Name of surgeon? No product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent a hip arthroplasty procedure on an unknown date in 2024 and topical skin adhesive was used. The hip had a proximal bleed, also detaching about 7 cm and putting staples in a week. Additional information has been requested.